Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 373 mg/dl and a correction bolus was delivered to address the bg level. The customer changed the infusion set multiple times. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. The customer was to change the infusion set and cartridge.